Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure 810:11. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter quality engineering review of the event history on august 03, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, but not duplicated. The reported condition is due to moisture in tubing channel. The tubing channel was cleaned and dried. (B)(4).